Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/01/2015 with the following findings: during investigation, there was visible moisture found behind the display lens. The pump was opened and there was evidence of moisture found internally on the printed circuit board and on the keypad flex cable. A leak test was performed and indicated a leak due to pump case damage. The keypad was intact but all buttons were unresponsive during the investigation. The keypad was removed and there was no contamination found under the key contacts. The display screen was noted to be distorted with discolored segments.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was alleged that the up arrow, ok, and contrast keypad buttons were under-responsive. The down arrow keypad button was reported to be over-responsive. Reportedly, there was evidence of moisture behind the pump¿s display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.